Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated and attributted to several damaged componets on the main board. The customer declined repair likely related to the age of the device. The device was labeled not for clinical use and returned at the customer's request. Analysis of reports of this type has not identified an increase in trend.